Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. It was revealed through visual inspection, a fractured cathode coil at the bend in the lead body with deformed coils, located approx.560mm from terminal pin (proximal to the electrode ring). The bend in the lead body with deformed coils might have been the cause of placement difficulties during implant. Induced damage.

Event description:
It was reported that that this brady lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.